Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during chemotherapy using irinotecan (dose, volume and rate unknown). The therapy was programmed to infuse over 90 minutes but finished in 30 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.